Event description:
I started using the g6 dexcom in march after using libre for years. Recently, I've had skin allergic reactions to the new adhesive that dexcom switched to without FDA approval. I have redness, blistery patches, and itching around and under the adhesive on each patch.